Event description:
(B)(4), provider states keep coming loose and will not tighten, bolt/busing is part of a kit, item # (B)(4). Provider states the end user is in the chair for the most part of the day. The caller has no further information to provide.